Manufacturer narrative:
The reported complaint of "the lcd screen of the autopulse platform (sn (B)(6)) displayed unreadable characters when powered on and the lcd screen was flashing " was not confirmed during functional testing and visual inspection. During testing, no device malfunction was found, and the autopulse platform functioned appropriately and as intended. During the visual inspection, unrelated to the reported complaint, noticed the front enclosure at the front-end area and the bottom enclosure at the screw well area, and the top cover in various locations was observed cracked and appeared to be the characteristics of user mishandling such as a drop. The front and bottom enclosures, and the top cover were replaced to remedy the observed issue. A review of the autopulse platform archive was performed, and no significant discrepancies were noted. The autopulse platform passed initial functional testing without any fault or error. During further testing, the customer's reported complaint could not be replicated, as the lcd backlight was functional, not flickering, and without missing pixels or lines. The lcd is bright and clear without any issue. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Manufacturer narrative:
The reported complaint of "the lcd screen of the autopulse platform (B)(6) displayed unreadable characters when powered on and the lcd screen was flashing " was not confirmed during functional testing and visual inspection. During testing, no device malfunction was found, and the autopulse platform functioned appropriately and as intended. During the visual inspection, unrelated to the reported complaint, noticed the front enclosure at the front-end area and the bottom enclosure at the screw well area, and the top cover in various locations was observed cracked and appeared to be the characteristics of user mishandling such as a drop. The front and bottom enclosures, and the top cover were replaced to remedy the observed issue. A review of the autopulse platform archive was performed, and no significant discrepancies were noted. The autopulse platform passed initial functional testing without any fault or error. During further testing, the customer's reported complaint could not be replicated, as the lcd backlight was functional, not flickering, and without missing pixels or lines. The lcd solder joints were checked and verified there was no corrosion/fluid presented. The lcd is bright and clear without any issue. The lcd backlight and power cables were installed and seated securely to the processor board. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Manufacturer narrative:
The autopulse platform (B)(4) in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During the shift check, the autopulse platform (B)(4) displayed unreadable characters when powered on and the lcd screen was flashing. No patient involvement